Event description:
It was reported that a pt underwent a posterolateral fusion using rhbmp-2/acs and allograft. At approximate 2-year follow up, the pt appeared to have a nonunion by plain films, flexion and extension views, and CT scanning. Per the literature article, complication was unrelated to rhbmp-2 and the absorbable collagen sponge.

Manufacturer narrative:
(B) (4). Literature article citation: stambough et al. Instrumented one and two level posterolateral fusions with recombinant human bone morphogenetic protein-2 and allograft. Spine 2009;35:124-129. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.